Event description:
It was reported that during the attempt to implant the ventricular lead the patient's blood pressure dropped and lost consciousness. Cardiac perforation was revealed. The patient received a cardiac massage and was provided oxygen. A temporary pacing lead was inserted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.